Event description:
It was reported that an infusion set was deployed incorrectly when the ilet user attached the set to the body with the needle guard still on the cannula, and the user received troubleshooting and education to change the infusion set. No reported symptoms or adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed incorrect user technique during infusion set deployment, and the device itself was not reported to malfunction. It was concluded, based on previously established findings for similar reports, that user error was the probable cause.